Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient's egv was 40 mg/dl at night. It was not specified nor clarified whether the patient experienced symptoms or checked the bg. The patient self treated the ul egv with cola. An unspecified time after self treatment, the egv was still 40 mg/dl. The patient reportedly passed out due to hyperglycemia. The spouse called an ambulance and the patient was transported to the ed. There, the bg was over 500 mg/dl while the egv was 40 mg/dl. The patient was in and out of consciousness. He was treated with insulin and was injected an IV. The patient was not able to mention how long he stayed in the hospital; however, the report was made the following day, indicating fewer than 24 hour length of stay. At the time of the report, the patient was reportedly fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.